Manufacturer narrative:
Other text: b 3 updated date of event (B)(6) 2021.

Event description:
17-march-2021: medwatch received. 22-march: date of event updated.

Event description:
Additional information received 8-feb: patient information attributes updated, no patient harm or intervention required. Needle was removed and replaced.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. No problems or issues were identified during this device history record review. Two (2) sample were received for evaluation; the returned samples were received decontaminated without its original packaging. The samples were tested by introducing water with a syringe in order to verify for air in line. No air was detected in the two samples. The complaint was not confirmed. Instruction for use was reviewed to identify any situation that could create the failure mode reported. See below: flush the set. The root cause of the reported issue was not confirmed after sample evaluation the complaint was not confirmed. No corrective actions were implemented since complaint was not confirmed.

Event description:
It was reported that air was in the set and air bubbles with intermittent bits of blood return was aspirated. "Should not have been able to pullback air once the port access set was primed with normal saline". Needle was removed and replaced. No adverse patient effects were reported.